Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Customer reported elevated blood glucose (bg) levels in the 200's (mg/dl). Customer removed cartridge, dismissed alarm, and subsequently resumed insulin delivery.